Manufacturer narrative:
The qc prior to and after the event was within lab-established ranges. A bci field service engineer (fse) replaced a cracked electrolyte injection cup (eic). Fse verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high sodium (na) and low chloride (cl) results on two patients' samples generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were not reported out of the laboratory; hence patient treatment was not impacted by this event. Sample was repeated and results in different category were obtained.